Event description:
Olympus further received information that the devices were inspected before use and the issue was resolved by changing the laser fiber to a new one.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the 40 minute delay occurred due to the device malfunction. The device was returned to have a password reset and was found to pass all inspection points. No issues could be found with the console or the blast shields returned in the device. The cause for the e410 error cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during therapeutic ureteroscopy using this powered laser surgical instrument and fiber, out of box failure e410 on the machine was observed. The laser display states that either the fiber or the blast shield must be damaged and has to be replaced to continue. After inspecting the blast shield which showed no damage, the fiber was discontinued for concern of damage may have occurred but cannot be seen. The error ended up not being the fiber issue, as reported, but an out of box failure with the laser itself. The duration of the procedure was prolonged for approximately forty (40) minutes. The procedure was completed, as reported. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - fiber; (B)(6) - powered laser surgical instrument. This report is for (B)(6) .

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.